Manufacturer narrative:
Zimmer biomet (B)(4). Date of birth unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that the one piece abutment was fractured and removed. It was replaced with a new one.

Manufacturer narrative:
The certain® low profile one-piece abutments 3.4mm(d) x 2mm(h) (ilpc342u) was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported products were located on site 29 and used for an unknown period of time prior to fracture. The customer has not provided additional pictures or x-ray images of the products. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the ilpc342u dating back to 12 months from now. The complaint history review revealed that there are no existing non conformances /CAPA/ hhe/d/ie/product holds for the reported products. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (component fracture) or products (ilpc342u). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: g7: checked "follow-up." H6: device code corrected to 1260.

Event description:
No further event information available at the time of this report.